Event description:
It was reported that a lead had impedances that were out of range, and the patient did not feel stimulation. The patient had a lead replacement performed. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28, lot# v625723, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of lead found that the lead body had broken conductors at or near tines.